Event description:
In using an affected test strip related to an on-going field action for abbott's precision family test strips, the customer's wife reported the customer had readings issues. Two test strip lots were reported: 45739 and 46103. The customer reportedly received the reading of 123 mg/dl (test strip lot used is unknown) which was lower than he felt, and experienced symptoms of fatigue, nausea and confusion. No third-party medical intervention was required and according to the report he took his regular diabetes medication (metformin) and also his vitamin. There was no report of death or serious injury.

Manufacturer narrative:
Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30 degrees celsius during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the "c", "d" or "e" zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action per 21cfr806 ((B)(4)). (B)(4). Note: the manufacturing date of lot # 45739 (3/23/2010), expiration date: 2/28/2012; the manufacturing date of lot # 46103 is 6/11/2010, expiration date: 11/30/2011.